Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 5. During the procedure, the separator 5 became kinked and a new separator 5 was used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the indigo system separator 8 (sep8) distal tip was stretched approximately 149.5 cm from the proximal end, just distal to the separator bulb. Conclusion: evaluation of the returned sep8 confirmed that the distal tip was stretched. If the sep8 distal tip was manipulated with force against resistance during preparation, it is likely that damage such as this may occur. Evaluation of the second sep8 used during the procedure confirmed that the bulb and distal tip were fractured off. This type of damage typically occurs due to improper handling during use. If the sep8 was forcefully retracted through a tight rotating hemostasis valve (rhv), it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The indigo system aspiration catheter 8 (cat8) and the sep8 bulb mentioned in the complaint were not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.